Event description:
It was reported, a patient enrolled in a clinical study underwent a right total knee arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2010 due to infection. All components were removed and replaced with cement spacer molds. Patient was reimplanted on (B)(6) 2010. Patient underwent a radical debridement procedure on (B)(6) 2012 due to infection. All components were removed and replaced with cement spacer molds.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).